Manufacturer narrative:
Note: lake region lot number 01415092 is cordis lot number 13471751. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01415092. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
During a stent (enterprise vrd 4.5x37 mm assisted embolization, the stent jammed inside the introducer and didn't move at all on pushing the delivery system wire. No serious injury occurred with the patient. Additionally it was reported that no issues were noted during prep of the device. After the stent was loaded, nothing was done that may have contributed to the reported event, and after the event occurred, enterprise delivery system wire broke at the proximal end. Two enterprise vrd 4.5 x 37 mm systems where used in this case. The 1st one was deployed well, but the 2nd stent is the one which is reported. Later the case was aborted. Prior to shipping, other than the reported event, no other damages were noticed with any other part of the product being returned.

Manufacturer narrative:
During a stent enterprise vrd assisted aneurysm embolization, the 4.5 x37mm stent jammed inside of the introducer and didn't move at all on pushing the delivery system wire. After the event occurred since the system was not moving at all, additional force was applied in order to move the system and it was noted that the delivery wire broke at the proximal end of the stent. It was reported that no serious injury occurred with the patient. Prior to the attempted insertion of this enterprise, another 4.5 x 37 enterprise vrd had been deployed without difficulty. The event happened with a second stent. It was reported that the procedure was later aborted. No issues were noted during prep of the device. It was reported that after the stent was loaded, nothing was done that may have contributed to the reported event. One non sterile enterprise was received coiled inside of a plastic bag. The stent and one part of the coil of the delivery wire were received stuck inside the introducer. The introducer presented no damage. The corewire was found fractured at 214cm from proximal end. Foreign material was observed over the stent struts and over the coil. No other visual anomalies were observed. The coil and stent were inspected under microscope and foreign material was observed over the corewire fracture section and over the stent struts. Sem/x-ray analysis were performed for the enterprise device to determine the cause of the corewire fracture and the foreign material observed over the over the coil and stent struts and the results indicate that: the light colored deposited material was composed of carbon, oxygen, silicon, tin and chlorine. (B)(4). The root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion is related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. In addition, the sem showed that the core wire presented evidence of smearing and ductile dimples characteristics. Reverse bending and/or pulling could be related to these surface characteristics; however, the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. The functional test could not be performed due to the received conditions of the product. The corewire was received fractured. The ID of the introducer was measured at different sections and all sections were found within specification. The functional test could not be performed due to the received conditions of the product. The corewire was received fractured lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01415092. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as delivery wire/impeded- in introducer could not be evaluated since the fractured condition of the received corewire prevented performance of the functional test; however, dimensional analysis for the inner diameter of the introducer was found within specification. The failure reported by the customer as delivery wire/fractured was confirmed. The cause of the corewire fracture could not be conclusively determinate, however; procedural factors appear to be impacted on the corewire damage and in the failure experienced by the customer. According to the information provided, no anomalies were noted during the preparation of the device. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. If the introducer is not fully seated or secured correctly in the hub of the microcatheter it will result in a gap. If the device is advanced while there is a gap, it will result in resistance. Based on the available information and the product analysis, no conclusion can be made. However, neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.